Event description:
It was reported that the healthcare provider (hcp) was able to aspirate the reservoir, but unable to fill it completely. They could not get the last 5 ml into the pump. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: at pump implant surgery they attempted to fill the pump with morphine; air got in the pump so they aspirated the drug. They went to refill the pump again and the second time everything went in fine. They had no further issues with the pump. Patient and device information were unknown.